Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
On occasions, during the initial implant procedure, a suture or sutures may tear through the annulus or tissue requiring device exchange and/or repair with standard surgical techniques and does not lead to serious injury or death. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned via the patient registry that a 27mm 11500a pericardial aortic valve was explanted at implant due to perivalvular leak near the commissure between the right and non-coronary cusps. The valve was explanted, the area re-debrided at the edges, a suture was found to have completely pulled through the annulus. The aortic valve was replaced with another 27mm 11500a pericardial valve. The patient expired on pod #3. Per the medical records the patient presented with palpitations, a nstemi, the patient was found to have a high-grade lad lesion, a decreased ef of 35%, chf and severe aortic stenosis. The patient went urgently to surgery and underwent laa occlusion with clip, CABG x1 and avr with a 27mm 11500 valve. It is noted the valve appeared to seat properly. After removing the cross-clamp diffuse bleeding in friable tissue was noted, the area was repaired. Cpb was weaned and tolerated well. A tee revealed a perivalvular leak near the commissure between the right and non-coronary cusps. The area of pvl was inspected and it appeared that one of the sutures had either pulled through or not approximated well at the location. The patient was returned to cpb. When the prosthetic valve was removed, the edges of the annulus were re-debrided, a suture at that location had pulled completely through the annulus. An additional pledgeted 2-0 ethibond suture was placed. There was no significant change to the pvl. The valve was explanted and replaced with a another 27mm 11500a pericardial valve. Post-operative tee showed a properly functioning prosthetic aortic valve. It is noted there were technical issues during the procedure because of his chf and poor-quality tissue leading to a much longer than expected operative time and placement of a an iabp. The patient was transferred back to the ICU in critical condition. On pod #1 the patient exhibited acute hepatic insufficiency and renal insufficiency with decreased urine output. The renal insufficiency then progress to renal failure. Tee on pod #2 and pod #3 showed continued very poor cardiac function with dyskinesia of the entire heart. Care was withdrawn and the patient expired on pod #3.